Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer called the emergency medical services and then admitted to the hospital due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose was 458 mg/dl. The customer was treated with the insulin drip, she was treating her high blood glucose with the insulin pump. After this hospitalization they provided customer pens to treat.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad issue. Customer was in the hospital and insulin pump did not gave him insulin. Customer stated that when they push the up arrow key there was nothing that shows up. Customer also stated that insulin pump received no delivery alarm and they declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.